Event description:
It was reported that after the patient underwent a non-device related procedure, device interrogation revealed back-up vvi mode. A download was successfully performed and the device was reprogrammed. It was suspected that the device went into back-up mode due to electrocautery use during the procedure. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.